Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Event description:
Per the clinic, the patient sustained a blow to the head resulting in intermittent contact with the device. Explant and reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Per patient's surgeon, the device was explanted (B)(6), 2010, during the same surgery the patient was reimplanted with another device. (B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed (B)(6), 2011.